Manufacturer narrative:
The event date was reported as an unspecified day in (B)(6) 2021. Catalogue #: 35700. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of fentanyl (20ml/hr) with an unspecified spectrum pump, the patient experienced rapid breathing, specified as the "patient was breathing rapidly at up to 35-40 per minute despite increased sedation and bolus of fentanyl administered¿. Treatment for the event was not reported. The nurse noted the drops from the infusion were no longer flowing. It was reported the pump did not generate an alarm. At the time of this report, the patient outcome was not reported no additional information is available.